Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-02472. It was reported that patient experienced ineffective stimulation due to high impedance issue was observed. Patient denies any traumas of falls. Both leads were explanted, and new leads were implanted. There were no complications during the procedure. Therapy was restored. Patient was stable.